Event description:
Device 1 of 2. Reference 16267487-2013-23401. It was reported the patient experienced discomfort and redness at the lead site. The patient met with the physician on (B)(6) 2013 and infection was not confirmed, but the patient was prescribed antibiotics. Follow-up information indicated the patient met with the physician again, and an infection was not confirmed. However, the patient is experiencing severe pain at the ipg site when stimulation is on or off. The patient is to follow-up with the physician at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.